Event description:
A positive immulite 2500 stat troponin assay result was obtained on a patient sample. The sample was repeated with negative results. The discordant result was not reported and no indication of patient treatment administered. Patient treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of instrument didn't indicate system error and suspected that clot in the samples may have caused the discrepant result. No further evaluation of the device is required. The instrument is performing within specifications.